Event description:
The patient event occurred during air transport. The patient had just been attached to the impact emv+ portable ventilator system when it gave an 'apnea" alarm. A tubing disconnection was detected and resolved however, the device continued to alarm and when device adjustments were attempted the device screen froze. The patient was switched to manual ventilation while the crew attempted to turn the device off and on to reset however, the power switch did not actuate correctly. The patient was manually ventilated for 40 minutes for the remainder of the transport. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, it was reported that the device malfunction caused the need for manual ventilation. We have submitted this as a serious injury event because manual ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem with actuation of the power switch was able to be duplicated. The locking mechanism for the power switch in the bezel assembly was found to be the root cause of the issue. The bezel assembly was replaced and periodic maintenance, calibration and functional testing were performed at impact. The unit was returned to the end user after it tested within specification.